Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the driver is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 432693) was examined visually under magnification. There was no driver tip returned. The returned driver was confirmed to have batch number 432693. The overall driver lengths were measured to confirm fracture point. The driver measured 2.689", indicating that approximately 0.061" of the driver broke off. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery, the tip of the driver broke when inserting the screw. The driver fragment remains in the patient. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00706 for the driver involved in this event.